Manufacturer narrative:
The fsr found that the hlm operated to the manufacturer's specifications. However, the fsr did find that the power outlet being used by the facility was loose and showing power drops when the outlet was moved. This was communicated to the facility. Per the data log analysis, the system was observed switching to battery backup frequently on 24sep2020. Both power supplies reported failure at the same time indicating a loss of ac power. The loose outlet is like a likely cause. The first time the system went to battery backup, the battery voltage dropped fast enough (to about 24 volts) that the power manager reduced the battery capacity to 11/16 from 15/16. When the battery was allowed to charge all the way it only made it to 10/16.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was losing alternating current (ac) power while plugged in. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2020, the team had to emergently take a hlm down to the cardiac catheterization lab, a room that is not traditionally used for cpb. In the emergent nature of the situation, the team did not realize that the power outlet that the hlm was plugged into was defective and would not supply ac power continuously. The perfusionist did see that there was a battery signal blinking and did hear the audible noise, but thought that it was the ac going in and out. A percentage of the case was done on battery power. The field service representative (fsr) was able to troubleshoot the outlet problem, and addressed it with the facility. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.